Manufacturer narrative:
(B)(4). The customer returned a single peel-away sheath for evaluation. The sheath was still partially attached along the score line; however, one of the sheath tabs was separated from the rest of the device. Visual examination of the returned sample revealed that one of the sheath tabs had separated from the sheath body. The tab separated due to a horizontal tear in the sheath body. The point of separation on both pieces appeared jagged and stretched indicating a stretching force was applied to the sheath. The tip of the sheath was partially separated along one of the score lines but the sheath was not separated otherwise. The sheath length from the distal end of the hub tabs to the distal tip of the sheath measured 71 mm, which is within the specification limits of 66.675-73.025 mm per peel-away sheath product drawing. The sheath was torn down the score lines and peeled as expected with no issues. A manual tug test confirmed the sheath half still connected to the hub was connected securely. A device history record review was performed on the peel-away sheath and dilator and no relevant findings were identified. The IFU provided with the kit describes suggested techniques for use of the peel-away sheath. The IFU instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." It also cautions the user "avoid tearing the sheath at the insertion site which opens the surrounding tissue creating a gap between the PICC and the dermis." The reported complaint of a broken sheath tab was confirmed by complaint investigation. One of the two sheath tabs was separated from the sheath body by a tear in the body just below the tab. The edges of the point of separation were jagged and stretched indicating a stretching force was applied to the sheath body. During functional testing, the sheath was able to tear apart down the score line with no issues. A device history record review was performed and no evidence suggesting a manufacturing related cause was identified. Based on the condition of the sample received and the customer report that the defect was observed during use, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reported during insertion, the peel away sheath (white handle broke off). Another sheath was used to complete the case.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported during insertion, the peel away sheath (white handle broke off). Another sheath was used to complete the case.